Manufacturer narrative:
The event occurred in (B) (6).

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the preparation of the device, it was noted that the cut wire was kinked. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Manufacturer's first level investigational unit confirmed the lancet protrudes beyond the end cap of the multiclix device after firing. No adverse event reported. Suspect product has been returned.